Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A visual inspection and tests for flow and leak were performed on the returned used sample. In the visual inspection found the soft cannula was kinked (at the tip). The flow and leak tests were in accordance with specifications. The needle test cannot be performed due to the introducer needle was not returned. The reference samples were visually inspected and tested for flow, leak and needle. All test results were within specifications. The problem mentioned by the customer is related to a mishandling of the product by the customer.

Event description:
On (B)(6) 2013, the patient reported that the cannulas of the infusion sets have become bent when she attempts to insert them. She stated that this has resulted in elevated blood glucose levels as high as 513 mg/dl and her device has displayed e4 (occlusion error). Her normal blood glucose range is 70-160 mg/dl. The patient stated that on (B)(6) 2013 the bent cannula caused insulin to leak from her infusion set. The patient uses the infusion device and insulin injections to correct her blood glucose levels. The patient has been sent an insertion device to assist her. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion set was requested to be returned for product evaluation.